Event description:
Caller reported potential false positive troponin (tni) on the triage cardiac profiler. Pt was admitted to the hospital. No other info provided.

Manufacturer narrative:
No pt samples were returned for testing. Product support tested retained profiler (B)(4) ((B)(4) was not available for testing) with negative control, calibrator z and positive control calibrator h for tni recovery. No false positive or high bias in tni recovery was observed. No error codes or device issues were observed. (B)(4). No false positive results were observed. No high bias in recovery was observed with cal h. (B)(4). The customer's complaint of an elevated or false positive result was not observed with either control samples. The customer did not provide a pt sample for verification testing. Product support was unable to verify the customer's result and could not rule out sample specific or environmental factors that may have interfered with the analyte recovery. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.